Manufacturer narrative:
Investigation summary: no samples or photos were received in support of this complaint. The affected lot number is 20180205. Additional information received: the fluid flowed too fast not in quantitatively. Retention samples inspection: retention samples were randomly inspected 6 pcs from lot: 20180205 for roller clamp damage, tube distortion or controlling disorder problem, no abnormality was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. IV set flow rate: the flow rate of infusion fluid is required to deliver not less than 1000ml of sodium chloride in 10 mins. It was indicated that the IV sets produced have met this requirement during design & development and final product inspection. IV set flow regulator: the flow regulator is required to adjust the flow between zero and the maximum, and be able to continuous use throughout an infusion without tubing damaged. The IV sets produced have fulfilled the requirement. Roller clamp control test: since no samples were received for investigation, 3 pcs retention samples from lot: 20180205 was used to conduct roller clamp controlling test. 1) IV set flow rate stability analysis: the roller clamp for bd korea IV set is not a precision regulator, the flow rate may change with time, the stability analysis was conducted with the 3 pcs retention samples. The samples were tested with saline solution to measure the flow rate. The results showed that the flow rate could be controlled at a stable flow with maximum reduction variation 8.5%. Since the roller clamp used is not precision regulator, and iso8536-4:2010 or mfds did not indicate requirements for flow rate variation, this is considered to be acceptable based on their experience in IV set manufacturing. 2) phenomenon observation: no roller clamp moving was observed during the roller clamp controlling test with 3 pcs retention samples. When roller was adjusted up or down 1 mm-2 mm, the fluid would fall a lot or flow slower for a while and then became stable. This was conducted since the roller clamp not a precision control part and the pvc tube needs some time to restore from roller pressure. It was observed that when the gap between roller and clamp is little narrow, the tube might be squeezed a little too much and cannot get restored immediately. This might contribute to the roller clamp controlling difficulty. Investigation conclusion: root cause: no samples was returned in support of this complaint. Based on investigation, it was concluded that the tubing and roller clamp are in compliant with hanscent specification, iso and mfds standard. The cause of the unsteady flow rate was likely due to tube distortion caused during adjusting of roller clamp, and with the roller clamp is not a precision regulator. This results in pressure being build up on the roller, bd experience is that a little while is required for the pvc tube to restore from pressure and subsequently the flow rate will be stable. Corrective actions: 1. Strengthen the roller clamp injection and assembly processes inspection with one more inspector . 2. Increase the sampling level of final-product inspection on roller clamp function from s-3, aql=1.5 to s-3, aql=1.0. 3. Rill retrain the inspection workers about roller clamp production. Preventive actions: 1. Monitor roller and clamp production process to ensure both component match within the specification. 2. Continuously search for improvement opportunity to the roller clamp mold. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that during use of the bd¿ IV administration set cfn120 bp hs "even if the number of drop is adjusted by the roller clamp, fluid does not flow in quantitatively later." No report of serious injury or medical intervention.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ IV administration set cfn120 bp hs "even if the number of drop is adjusted by the roller clamp, fluid does not flow in quantitatively later." No report of serious injury or medical intervention.